Event description:
The ventilator has a continuous alarm and no display upon start-up. The brightness and contrast knobs are working.

Manufacturer narrative:
The MFR is currently working with the distributor to resolve the reported failure. The distributor has been trained on the repair and service of the ventilator. Once a resolution is reached a f/u medwatch supplement will be submitted.